Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic cut and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead exhibited noise and low impedance, and would not pace. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.